Event description:
It was reported that during a da vinci-assisted inguinal hernia-unilateral surgical procedure, the endoscope was flipped. The customer requested the system logs be checked. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed onsite logs and confirmed error 48402 on the endoscope serial number (B)(6). The tse asked the customer to check the endoscope for resistance in endoscope shaft rotation after case is over. The customer was asked to try another endoscope if issue returned. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting image flipped, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse spoke with the customer who stated that the system was still in use and was a training concern with staff. The fse would advise the isi clinical sales representative (csr) to conduct training. The system was tested and verified as ready for use. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope image flipped. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.